Manufacturer narrative:
Due to character limitation in e1 for initial reporter, initial reporter- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: b5, h6 (health effect clinical code, health effect impact code) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse noticed that the rear of the case was damaged. The unit appeared to have fallen backwards against the handle. Helium was leaking at the pneumatic manifold. The helium was failing the recommended specifications in the service manual. The fse replaced the helium manifold (0997-00-0565). The fse performed the timed leakage test according to the service manual. All leakage tests passed. The unit was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a helium leak. No harm or injury repported

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings, component codes).

Event description:
N/a.

Manufacturer narrative:
Additional initial reporter's name(e1): (B)(6). Updated fields: b4, d9, g1, g3, g6, h2, h6, h11.